Manufacturer narrative:
(B)(4)

Event description:
It was reported that impedance check showed all but one electrode combination was greater than 4,000 ohms. The patient fell in (B)(6) 2014. The stimulation and therapeutic effect losses were sudden. The device was off. Reprogramming was performed. The patient recovered without permanent impairment.

Event description:
It was originally reported on (B)(6) 2013 that the patient was unable to adjust stimulation because the upper limit had been reached. The patient was having trouble with her programmer and had stimulation set up as high as it will go at 8.5. The patient verified that stimulation was on. The patient was ¿so disappointed because she had been having such luck and then last night she could not get the programmer to work.¿ the patient had a loss of therapeutic effect. The patient was having accidents early in the morning when she got up and could not get to the bathroom, which had been going on for ¿almost two months now.¿ the patient saw her healthcare provider (hcp) on (B)(6) 2013 and at that time was not really having problems. It was thus unclear if the problems really started two months ago or after the hcp visit. About three weeks later it was reported that the patient was able to get reprogrammed before christmas and her symptoms did improve, but she was still having some symptoms early in the morning, right when she woke up. The patient stated that she did not always make it to the bathroom. The patient intended to contact her hcp for more programming changes to try and correct these symptoms. The patient noted that she had been very pleased with her results from the therapy. The patient still used (B)(6) pads, but not at the level prior to implant of ten to twelve a day. The patient was also no longer taking oral medication, which did not work anyway. About eleven months later it was reported that the implantable neurostimulator (ins) quit working. The patient mentioned that she ran out of programs for the ins and it was not working anymore. She had the setting as high as she could stand it and it was not controlling her bladder. She had it replaced. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va03stb, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).